Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 12-jul-2017 from business partner indicated that on (B)(6) 2017 (also noted as 'around the time of baclofen pump implantation'), the patient began to experience cyclical fevers lasting 2-3 days approximately every week. On an unspecified date, noted as since implantation, the patient experienced a csf (cerebrospinal fluid) leak and seizures. On (B)(6) 2017, the patient experienced forgetfulness and on (B)(6) 2017, this worsened. On (B)(6) 2017, cbc (complete blood count), ua (urinalysis), blood and urine cultures, and crp (c-reactive protein) results were within normal limits. On (B)(6) 2017, the pump was interrogated and concentration was verified with no problems (normal). An ultrasound of spinal canal/septal showed 4.8 x 2.0 cm fluid collection. Electroencephalogram (eeg) results showed frequent sharps and focal slowing. On (B)(6) 2017, a couple of days after pump refill, the patient was admitted to the hospital for observation with fever, forgetfulness , ams (altered mental status), and csf leak. On an unspecified date, the patient started diamox (acetazolamide). On (B)(6) 2017, the patient was discharged with precautions to lay flat and wear an abdominal binder. On (B)(6) 2017, at a neurosurgery follow-up appointment, the csf fluid collection had resolved. The outcome of the other events was not reported. No additional information was provided. The patient was further identified as (B)(6). Additional medical history included spastic quadriplegia and cerebral palsy. Concomitant products included: miralax (polyethylene glycol 3350), omega 3, ferrous sulfate, acidophilus, trazodone, tizanidine, oral oxcarbazepine, omeprazole, melatonin, ascorbic acid, and magonate (magnesium gluconate) (doses and dates of therapy not reported). On (B)(6)2017, the patient started treatment with lioresal 2000 g/ml at a dose of 278.0 g/day per continuous infusion, intrathecally via an unspecified intrathecal pump, for spasticity. No further complications were reported/anticipated and no further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a business partner from a spontaneous report received from a health care provider (hcp) regarding a patient who was receiving lioresal lot # ds00087 (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported that on an unspecified date in (B)(6) 2017 (reported as a couple of days ago relative to (B)(6) 2017), after starting the product, the physician performed an intrathecal pump refill. On (B)(6) 2017, after the refill, the patient was hospitalized (inpatient hospitalization) with fever and forgetfulness. The physician wanted to see if they had given the patient the right concentration based on the lot number (ds00087). The physician stated that they had not yet evaluated the patient. The patient's medical history, etiology, treatment, concomitant products, and outcome were not reported. No further complications were reported/anticipated and no further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.